Event description:
During a routine follow up post operative visit for programming, it was noted that the patient did not receive paresthesia from the right lead. X ray taken during the visit showed lead had migrated out of the epidural space. The patient continues to have pain coverage through the left lead towards the left side of their body. A revision surgery is to be scheduled.

Manufacturer narrative:
As per the event, the right lead has migrated however the serial number of this device cannot be confirmed. The patient has been implanted with 2 evoke cap12 percutaneous lead kit - 60cm (us): 9015055877 and 42889719635807.